Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl due to skin irritation and infection from the infusion site. Customer treated with a bolus. Customer indicated that they have talked with their doctor regarding the infection. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to their site infection. No further details given.